Event description:
The customer reported that he received no delivery alarms on the insulin pump. The customer stated he replaced the battery and changed the set, but he is not sure what resolved the issues. The customer did not recall his blood glucose at the time of the event, but stated at the time of the report that he had been having blood glucose in the 300 to 399 mg/dl range and did not know why. It was not possible to troubleshoot the no delivery alarms at the time as it was a past event. The customer also stated he changed the insertion site. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).